Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, inner tubing kinked/buckled, the outer tubing overlay was breached cut, exposed defib coil white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the helix disengaged from the helical channel.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, inner tubing kinked/buckled, the outer tubing overlay was breached cut, exposed defib coil white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the helix disengaged from the helical channel.

Event description:
It was reported that the patient received inappropriate therapy and there was a device alert for high right ventricular impedance. The lead has been explanted and replaced. No further patient complications have been reported as a result of this event. It was additionally reported that the patient stated the "lead broke." It was confirmed by the clinic that the lead fractured. The patient also indicated suffering "post traumatic stress syndrome."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received inappropriate therapy and there was a device alert for high right ventricular impedance. The lead has been explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Asku